Event description:
It was reported the pt's ipg was turning on by itself and giving the pt a surge of stimulation. It was reported the ipg was set to magnet mode on. It was undermined whether there were any magnetic interferences. It was reported the physician planned to replace the ipg at a future date.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.